Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Suspect device received on may 30, 2022. Device evaluation completed on june 01, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant was found to be ruptured and received in two parts. Thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent a revision breast augmentation with a 300cc mentor memorygel breast implant experienced right sided silent rupture post procedure. Patient wanted to go larger and during surgery the right side was discovered to be ruptured. As a result, the patient underwent bilateral replacements as follow: l/ cat#: smhx-430, (B)(4) r/ cat#: smhx-430 (B)(4) on (B)(6) 2022.